Event description:
It was reported that pump displayed malfunction alarm code 1 with associated fault indication and issue occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as alternate therapy, and pump was not replaced because it was out of warranty, with no additional corrective action documented.